Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the device analysis noted the posterior cuff was returned outside the pocket and its tabs were undisturbed and the pre-tied knot was unraveled thus the reported suture detachment could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was attempted of the right common femoral artery using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture was observed to be broken. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.